Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the drain was splitting at the top. It was reported that the patient had to return for the drain to be replaced. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.